Event description:
It was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2009. According to the complainant, during the procedure while attempting to reposition the prolieve catheter, they were unable to fully retract the anchoring balloon. The anchoring balloon finally deflated and the physician was able to remove the device. The procedure was completed with another prolieve thermodilatation kit. During testing of the anchoring balloon outside of the pt, the physician noted that he was able to put fluid into the device, but not take fluid out. There were no complications and the pt's condition was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.